Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 435 mg/dl at the time of incident. Customer also stated that the blood glucose was above 400 mg/dl. Customer stated that the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer stated that the insulin pump alarmed with no reservoir detected. Customer had a plunger available. Customer stated that they fell ok to troubleshoot for the high blood glucose. The insulin pump will not return for the analysis. The reservoir and infusion set will not return for the analysis.